Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient was experiencing inaccurate cgm readings which occurred 3 days after the sensor was inserted into the abdomen. On (B)(6) 2024 the patient experienced a seizure while shopping at walmart. Prior to the seizure, the patient experienced dizziness and the cgm was reading 101 mg/dl. No bg meter comparison was done at this time. The patient¿s parent called emergency medical service (ems). Once ems arrived, the patient was transported to the emergency room (ER). At the ER, the patient¿s bg meter reading was 38 mg/dl while the cgm was still reading 101 mg/dl. The patient was treated with oral and IV glucose / dextrose. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.